Event description:
It was reported that, oversensing and noise were observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.